Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist stated that the issue observed was that the piston did not push the implant into the cartridge and passes over the implant. The fault was observed during preparation of the implant, before injection. The implant/injector did not touch the patient's eye. In response to the reported incident, the injector was changed. The surgery was completed with another injector. The patient did not need to be reprogrammed.

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. One opened company handpiece injector was returned for evaluation for the report that the piston does not push the implant into the cartridge and passes over the implant. A visual inspection of the injector was performed and was found to be non-conforming, the company plunger was observed to be bent. A dimensional inspection for plunger position height was performed and was found to be non-conforming due to the bent condition of the plunger. Also, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation does confirm the injector plunger has a bent plunger head, which could result in the injector pushing the lens incorrectly forward into the cartridge. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in february 2022. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).